Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed when a stain was found inside the charged coupled device (ccd). The device evaluation also found that a failed leak test due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had a dark image on the monitor. The issue was found during preparation before use inspection for a therapeutic cystoscopy procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the blurry dark image occurred, due to stains inside the charged coupled device (ccd). It is likely, that the stains inside the charged coupled device (ccd) was caused by water immersion inside, due to poor watertightness in the cable. The event can be detected/prevented, by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.